Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a pump with a cadd extension set attached exhibited leakage at the y extension, a few incidents of this reportedly occurred.